Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a rotator cuff repair surgery insertion of the anchor, the guide of the thread was damaged making it impossible to insert the anchor. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On (B)(6) 2023 update dw further information was provided that according to the customer's explanation, a self-damage to the thread guide window occurred; however, the customer did not provide further details what he meant with the guide window. It might be plastic suture threader.

Manufacturer narrative:
Additional information: complaint is not confirmed. Visual inspection identified that the swivelock screw have not been returned for investigation of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet. No problem found. Also, blue suture, eyelet, and suture threader were not returned. No damages were noted with the swivelock assembly and o-ring returned. Functional testing was not performed and the outer sleeve thread smoothly onto inner swivelock.